Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump suspended on low due to a sensor discrepancy. The sensor glucose value was 5.5 mmol/l when the blood glucose value was actually 8.5 mmol/l. The customer received two calibration errors. The customer received a change sensor alert after the second calibration not accepted alert. The customer was sent a replacement for their sensor. The customer was advised to call back when they need to.